Manufacturer narrative:
The insulin pump was received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify motor error alarm due to buttons not responding. The motor was tested outside of the device and passed.

Event description:
It was reported that the insulin pump had motor error alarm. The blood glucose level was unknown. The insulin pump will be return for analysis.